Manufacturer narrative:
Product investigation is in progress.

Event description:
Shed cotton might remain inside the body - vagina [foreign body in reproductive tract]. Lint shedding issue. Shed cotton. Cotton could be pulled out very easily when extracting it - tampon [device breakage]. Case narrative: consumer reported via phone that the cotton lint from the tampon was shedding. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Shed cotton might remain inside the body - vagina [foreign body in reproductive tract] lint shedding issue...shed cotton...cotton could be pulled out very easily when extracting it - tampon [device breakage]. Case narrative: consumer reported via phone that the cotton lint from the tampon was shedding. No serious injury reported.